Event description:
It was reported that a user of the ilet system experienced fluctuating blood glucose with episodes of low and high glucose and sought to return the pump after completing initial training, performing multiple factory resets, and adjusting target ranges, with troubleshooting and education completed. Symptoms included hypoglycemia with a blood glucose level of 50 mg/dl requiring treatment with oral glucose and high blood glucose of 280 mg/dl. Outcomes included transient low and high glucose events without hospitalization. Investigation included complaint review and troubleshooting with the trainer. Investigation of this case revealed that the cause of hypoglycemia and hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and that the event was not conclusively attributable to the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.